Manufacturer narrative:
Results: the jet7 was stretched from approximately 123.0 to 126.0 cm from the hub and approximately 132.0 cm from the hub. The overall length of the returned jet7 was approximately 132.5 cm. A demonstration velocity and psr3d were advanced through the returned jet7 without issue. The psr3d was then retracted into the jet7 and through the length of its lumen without issue conclusions: evaluation of the returned jet7 revealed some mild stretching near its distal end. The complaint report indicated tortuous anatomy. This tortuous anatomy likely contributed to resistance during the procedure when retracting the psr3d and jet7. If the jet7 is forcefully retracted against resistance it may become stretching. With the exception of the small stretched portions of the returned jet7, the device was within specification and functional. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). It was noted that the patient's anatomy was tortuous. During the procedure, while pulling a penumbra system 3d revascularization device (psr3d) through a penumbra system jet7 reperfusion catheter (jet7) after completion of a pass, the jet7 became stretched. Therefore, the jet7 was removed and the procedure was completed. It should be noted that there was no noted damage to the psr3d after removal. Additionally, there was no report of an adverse effect to the patient.